Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode feature was not in use at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on september 3, 2020 due to sugar coma with high blood glucose level of 1096 mg/dl. The customer had been treated with intravenous insulin drip at the hospital. The customer reported that the insulin pump was not delivering him insulin. The customer declined troubleshooting and wanted to return the insulin pump. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.